Event description:
A pt reported experiencing inaccurately low results with a one touch basic meter. The pt's blood glucose results were 77 and 117 mg/dl. Tests were done within 10 mins. Pt is not using check strips. Pt did not experience any adverse events. No further info has been reported.